Manufacturer narrative:
Paravalvular leak. Method: device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, and patient factors (fragile tissue). In this case, it was noted during implant that the ¿tissues in the region of the left atrial appendage were noted more friable prompting the surgeon to place the sutures into the atrial wall.¿ this placement of the sutures may have significantly contributed to the pvl. Possible contributing factors included in this patient's medical history include rheumatic heart disease, hypertension, hyperlipidemia, atrial fibrillation, and coronary artery disease. However, we are unable to conclusively determine what contributed to the fragile tissue or the root cause for the reported pvl. Post implant tee revealed trial pvl it was noted this patient had a history of rheumatic heart disease (rhd). Rhd ends up affecting about half the people who have had rheumatic fever with carditis. The endocarditis in rheumatic fever is caused by an autoimmune process that affects many parts of the body in addition to the heart, and is triggered by a reaction to the streptococcal bacteria in strep throat. Most of the time, rheumatic heart disease is diagnosed 10 to 20 years after being "triggered" by acute rheumatic fever. Once rheumatic valvular disease begins, it tends to continually worsen over time. Repeated episodes of rheumatic fever can accelerate the deterioration of the patient¿s native heart valves. Overtime, rheumatic heart disease leads to heavy calcium deposits on the mitral and aortic valve. In this case, there is no noted calcification in this patient's medical history. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Patient's family member called edwards to report their experience post-implant of a 29mm mitral pericardial valve. Through investigation and review of medical records, pvl was noted after the initial implant of the 29mm mitral bioprosthesis. Prior to placement of the valve, the tissues in the region of the left atrial appendage were noted more friable prompting the surgeon to place the sutures into the atrial wall. Despite assessment of annular integrity with an instrument, a small pvl was noted on tee. After weaning bypass and decannulating, the pvl was larger at 1+ to 2+. Patient was placed back on bypass. The area was inspected with no noted issue. Three sutures were placed to bring the atrial wall down to the sewing ring. Reassessment revealed no defect. Upon attempt to wean bypass, patient had pulmonary hypertension and right ventricular dysfunction. After additional bypass support, the patient separated uneventfully from bypass. Ffp and platelets were administered for coagulopathy. Hemostasis was achieved. Tee revealed evidence of trivial pvl and mild central regurgitation. The patient transferred to ICU in stable condition. The patient had several hospital stays over a two and one-half month period. He had multiple complications including surgical bleeding, sternal wound infection, leg wound and chest hematoma. The first treating hospital indicated the patient had a sterile thrombus on his mitral pericardial valve and ruled out endocarditis. The second hospital noted the patient had (B)(6), mitral valve thrombus and acute kidney insufficiency due to antibiotics. Patient underwent multiple surgeries to treat the sternal wound infection and reconstruct the wound for closure. After the reconstructive surgeries, the patient was discharged to home. Throughout his repeated hospital stays, the 29mm mitral valve remained implanted.